Event description:
The reconstruction plate broke and was revised. This was the fourth revision for this pt.

Manufacturer narrative:
Summary of evaluation: evaluation results as rec'd from howmedica leibinger gmbh indicates this event cannot be evaluated because the device was not returned to howmedica leibinger gmbh, freiburg, germany.